Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an unspecified procedure, the patient felt a strong burning sensation in the affected area when the subject device was introduced. The user stopped the procedure and removed the subject device from the patient's cavity. The user found that the distal end of the subject device was abnormally hot. There was no burn to the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to omsc but were returned to the repair center of olympus france (ofr) for investigation. According to the investigation by ofr, the following was found. -an unspecified abnormality was confirmed in the electrical safety test for the subject device. -ofr confirmed that the distal tip around the opening of the instrument channel melted. This distal tip appeared to be melted by something. -ofr confirmed that there was deterioration at the insertion section. Therefore, omsc concluded that the reported phenomenon might be occurred by the following factors. -the affected area of the patients was heated by something other than the subject device. -the deterioration of the device. -the inappropriate handling by the user. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.